Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the no power up was observed during evaluation but could not be verified. As a result, the ac charger was replaced to reduce the probability of reoccurrence. Further testing of the ac charger could not reproduce the fault. The ac charger was scrapped. No emerging trend based on similar reports.